Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead have always been in the 100 to 120 ohms range, and has now triggered an alert for high out of range shock impedances greater than 125 ohms. Plan was to continue to monitor. The system remains in-service. No adverse patient effects were reported.